Manufacturer narrative:
The lithium reagent lot number is 839646. The expiration date was not provided. A field service engineer (fse) inspected the analyzer and replaced the sample valve of the vacuum system, which was not holding tightly. He also washed the vacuum system, adjusted the liquid volume in the washing station, and performed a successful hardware check. The investigation determined that the event was consistent with a defective sample valve. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of a questionable lithium result from the cobas c 503 analytical unit. The initial result was 2.360 mmol/l, and the repeat result was 0.597 mmol/l. The physician questioned the initial result, prompting the rerun.